Manufacturer narrative:
E1:(B)(6). H3: one device was returned for repair with complaint that the device was unable to perform a dose of medical fluid properly. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found error 1210 and 1261. The reported events were confirmed. A probable root cause is contact failure of the lithium batteries. The device was returned to the customer with no repair provided at the customer's request.

Event description:
It was reported that there were times it was not possible to dose. The fault occurred while in use with the patient. There was known patient involvement and unknown patient harm/adverse event reported.